Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "safety of nonagenarians receiving therapeutic ercp, single center experience." In this study, therapeutic ercp performed at a medical center in taiwan was compared by age group. Specifically, the indications for treatment of ercp were defined as biliary drainage for common bile duct stones, cholangitis, and obstructive jaundice, and complications were compared between 35 patients in the 90-99 age group (nonagenarians: so-called "very elderly" group) and 111 patients in the 65-89 age group (control group) among those eligible patients, treatment-related complications were observed in 22 cases (total 28 findings). These included 5 cases of bleeding (3.42%), 16 cases of pep (post erdp pancreatitis/10.96%), 2 cases of perforation (1.37%), 1 case of cardiopulmonary distress (0.68%), 1 case of mortality (0.68%), 3 cases of cholangitis (2.05%). These are treatment-related complications. The authors attributed one case of cardiopulmonary distress to anesthesia; two cases of perforation were due to duodenal papillotomy and resolved with supportive care alone; one case of mortality counted in the nonagenarians. In the discussion, the authors note that the complication rate tends to be higher in elderly patients with ercp and high-risk groups (e.g., end stage renal failure). Type of adverse events/number of patients: bleeding 5. Post-endoscopic retrograde cholangiopancreatography pancreatitis (pep) 16. Perforation 2. Cardiopulmonary distress 1. Mortality 1. Cholangitis 3. Any complications 22. This literature article requires 4 reports. The related patient identifiers are as follows: (B)(6) (tjf-260v and jf-260v for death) (B)(6) (tjf-260v and jf-260v for injury) (B)(6) (tjf-240 for death) (B)(6) (tjf-240 for injury) this medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information to e4 and g2. Also, correction made to e1 from initial medwatch. Olympus will continue to monitor field performance for this device